Manufacturer narrative:
(B)(4). The clip delivery system was returned. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue and suspected gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve; however, after steering down to the valve, the grippers did not go up. It was suspected that the gripper line was fractured or separated. The cds was removed and replaced. Two clips were implanted reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and visual inspection found the gripper line was broken at the distal end. The reported gripper actuation issue appears to be related to the observed gripper line break; however, a definitive cause for the observed gripper line break in this incident could not be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.